Event description:
It was reported that during the implantation of a pipeline embolization device for a right c5 segment intracranial aneurysm, several procedural issues occurred. The aneurysm had an amorphous morphology with a maximum diameter of 2.1 mm and a neck diameter of 2*1.6 mm. The access vessel was the right femoral artery with a diameter of 7 mm. Dual antiplatelet treatment was administered. During the procedure, increased tension was noted in the shapable microcatheter after the stent delivery, and the stent could not be pushed forward despite multiple attempts. They withdrew the stent back to the sheath and removed the microcatheter to check, and found there was the issue with the contact port push. The stent was deployed in vitro in a good shape, and the shapable microcatheter was replaced to deliver the stent, but after half of the stent was delivered, it could not be pushed forward. Repeated attempts failed to push it forward. Catheter resistance was encountered in the middle section, and the push wire broke during the operator's process of withdrawing the stent in the microcatheter. The devices were prepared and flushed according to the IFU. Additional information received reported that the stent implantation was unsuccessful and the coil was used for filling. However, the coil escaped and was captured by the solitaire ab stent, resulting in bleeding in the distal vessels. All pieces of the device were removed from the patient. The coil was occluded, bleeding occurred, the blood vessel was hemostatic, and then the coil was retrieved. There was no damage to the pipeline or catheter observed. The cause of the event was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. There was resistance during retrieval as well.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the phenom 27 catheter was returned for analysis inside inner pouch, biohazard bag, and shipping box. Damage location details: the catheter tip and marker were examined; no damage was found. The catheter body appeared to be kinked at 38.0cm and 57.0cm from the distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, it got stuck at 57.0cm from the distal tip. Conclusion: based on the reported information and the device analysis, the customer¿s complaint was confirmed as the returned catheter was found to be kinked. However, the root cause could not be determined. Possible cause include the use of the damage device and vessel tortuosity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional "information received" reported the coil that escaped was a medtronic coil. It was removed from the patient's body and discarded. Ancillary devices: echelon45 catheter 0229660634, rebar18 catheter b632769, sab-4-20 stent b666627, qc-2-3-helix coil 227626141, qc- 1.5-2-helix coil 228268575.